Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy, and the patient subsequently died. The cause of the peritonitis was unknown. On the day of the event onset, the patient manifested abdominal pain and cloudy effluent. It was not reported if the patient was hospitalized for the event. On the same day as the event onset, the patient started treatment with intraperitoneal (ip) vancomycin 1 g (discontinued that same day; number of doses administered not reported), oral rifampin 300 mg one tablet per day for 2 days, and oral fluconazole 200 mg one tablet per day for 2 days for peritonitis. The patient's recovery status was not reported during this time. Three days after the event onset, the patient expired at home. The cause of death was unknown and it was not reported if an autopsy was performed. It was reported that pd therapy was discontinued one day prior to patient death. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.